Event description:
Date of event is estimated. A representative of critical assist (distributor) reported that a customer opened a box and packages of (B)(4) (4-0 black monofilament nylon w/ds24 needle) devices and found devices with a 4-0 black braided silk suture with a smaller needle attached inside the packages. The product was not used on a pt. No samples were returned. However, following receipt of the complaint, the investigation revealed and conformed that product from two (2) separate attached lots, in process at the same time, were mistakenly mixed and later identified. A material report was issued and the two (2) lots were 100% scanned for mixed product. However, a discrepancy in piece counts confirmed that pieces from the silk lot were not positively identified and segregated from the nylon lot. These pieces were mislabeled and have been identified in the field. Additional product is affected. A field corrective action (fca) was initiated on (B)(4) 2011 for item (B)(4), lot m446840.

Manufacturer narrative:
Samples were not returned to angiotech for evaluation. Method: the devices were not returned for evaluation. Results/conclusion: the devices were not returned for eval. Mixed product confirmed. No eval is necessary. (B)(4).